Event description:
It was reported that 10 years prior, the patient underwent the surgery (fixation of l3-l4-l5). During the revision surgery using xia3, the surgeon inserted screw and then inserted the blocker via the universal tightener in l5/s1 on (B)(6) 2014. However, blocker was not able to be inserted initially. The result was the same although the surgeon changed the blocker. Therefore the surgeon removed the screw and blocker and replaced them.

Manufacturer narrative:
Correction: as part of the investigation after the devices were returned, it was determined that the implant blocker malfunctioned and not the implant polyaxial screw. Therefore this MDR is being updated to report on the implant blocker. Method: device history review; complaint history review; functional inspection; dimensional inspection. Results: the related blockers were inspected and found to have threading deformation, which could explain for the inability to insert them into the tulip threading. The most likely cause of the reported event is deformation on the returned blockers, which prevented them from being fully threaded into the tulip. Conclusion: the customer reported event of a xia 3 blockers not being able to properly thread into a xia 3 titanium polyaxial screw was confirmed. However, the returned pa screw was tested and inspected and no issue was found with it. It is likely that the failure is a result of the blockers. The reported event resulted in a 5 minute delay, which is in line with the referenced risk documentation. The returned pa screw was inspected visually, functionally, and dimensionally. Damage on its threads were observed, but were likely caused by attempting to force the blockers into the threading. The returned blockers could not be threaded into the screw tulip, but multiple test blockers were able to be fully threaded into the screw tulip without issue. Furthermore, the inner thread diameter of the tulip was inspected and found to meet stryker specifications. Lastly, manufacturing records were reviewed and no manufacturing issues were identified.

Event description:
It was reported that 10 years prior, the patient underwent the surgery (fixation of l3-l4-l5). During the revision surgery using xia3, the surgeon inserted screw and then inserted the blocker via the universal tightener in l5/s1 on (B)(6) 2014. However blocker was not able to be inserted initially. The result was the same although the surgeon changed the blocker. Therefore the surgeon removed the screw and blocker and replaced them.